Manufacturer narrative:
Parts order only, no evaluation requested.

Event description:
The customer contacted philips in regards to a part order inquiry for a replacement battery that was needed for their device. There was no reported patient involvement.